Manufacturer narrative:
(Intervention required) - (B) (4): results: graft migration; aortic neck dilatation due to disease progression.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 46 months ago. Aneurysm morphology was not reported. Vessel morphology was mild tortuosity, no calcification, and aortic neck angulation was 45 degrees. The aortic neck diameter at the level of the renal arteries was 29 mm in diameter and 15 mm lower it was 32 mm. It was reported the patient returned for follow-up and the CT demonstrated that there was disease progression of the aortic neck leading to its dilatation and the result was a 25 mm migration of the stent graft; however, no endoleak was present. A 28 mm diameter aneurx aortic cuff and a 34 diameter talent aortic cuff was implanted and resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.